Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in a procedure. The exact procedure date was unknown. It was noticed that the bands were "defected in shape." There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer and shows the attached bands were moved from their position and overlapped.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Section e: this event was reported by the distributor. The healthcare facility is: (B)(6). Block g2 report source (other): foreign: west bank gaza strip (palestinian territories) block h6: medical device problem code a04 captures the reportable event of bands moved from their position and overlapped. Block h10: the speedband superview super 7 was not returned; however, photos of the complaint device were provided by the complainant. Per media analysis, the photo showed a ligator head with all the seven bands attached, and some bands were moved and overlapped. No other problems with the device were noted from the photo the reported event of bands damaged/defective was not confirmed. Upon media analysis, it was observed that the bands were not damaged; however, some bands overlapped and moved from their position which suggests that the device has a deployment problem. Since the device was not returned for analysis, a deep inspection of the device could not be performed in order to determine the most possible root cause of the problem. The most probable root cause of this complaint is cause not established.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the distributor. The healthcare facility is: (B)(6). Report source (other): foreign: west bank gaza strip (palestinian territories). (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in a procedure. The exact procedure date was unknown. It was noticed that the bands were "defected in shape." There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer and shows the attached bands were moved from their position and overlapped.